Event description:
Reporter indicated a vns patient was having increased seizures. Follow-up with the reporter revealed it was unk if the seizure level was greater than pre-vns baseline seizure levels. The etiology of the increased seizures is unk, but may be due to medication non-compliance per the reporter. The reporter is attempting to have eeg testing performed for the patient but this has been unsuccessful to date. No medication changes or vns parameter changes preceded the onset of the increased seizures.